Event description:
During a remote follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Externalized conductors were suspected. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.

Event description:
Additional information was received indicating diagnostic imaging was performed and externalized conductors were noted.